Event description:
The physician had been following the patient for several months due to red skin and swelling around the pump site. Eventually, there was skin breakdown and the pump eroded. The patient also experienced drainage and incisional wound opening at the device pocket. At the beginning of july, the entire implanted system (pump <(>&<)> catheter) were removed and the components were in the possession of the hospital. On (B)(6) 2014, a new system was implanted with no complications. Following surgery on (B)(6) 2014, the patient was ¿alive and ok¿. The pump was used to deliver gablofen.

Event description:
It was later reported that the patient¿s pump poked through his skin, causing a big bruise, redness and scaly skin. The pump was removed on 2014-(B)(6). The patient was to have another pump implanted. However, at the time of this report, it had not yet been scheduled. The patient outcome following the device explant was not reported. However, additional follow-up is being done to obtain this information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, since implant, the patient¿s pump had been protruding outward. His abdomen was bright red and was a ¿boomerang shape¿ right around the edge of the pump. It looked like he had open sores in the area of the redness. The patient noticed this 2 months prior to this report. The patient¿s healthcare provider (hcp) told the patient that it just looked irritated. At the time of the report, it looked more than irritated. It looked like it was protruding out. The patient wondered if the pump pocket was ¿wearing down.¿ when the patient touched the pump, he could move it around a little bit. The hcp told the patient that the pocket was currently as it was because the patient had been ¿opened up¿ so many times. The patient had an appointment on the day following this report and was going to discuss the event with his hcp. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID 8575, lot # n093354, implanted: (B)(6) 2007, product type accessory; product ID 8709, lot # l55563, implanted: (B)(6) 1998, product type catheter. (B)(4).